Manufacturer narrative:
Block h6: imdrf code e1021 captures the reportable event of pancreatitis. Imdrf code e1109 captures the reportable event of cholangitis. B3: date of event based on article publication date as event date is unknown. Block d4: detailed model number and lot number were not provided to bsc. Good faith efforts were completed to obtain this information; however further information has not been received to date. Because the product information is currently unknown, no UDI and other product specific information is available. If additional details become available, a supplemental report will be submitted. Investigation results summary the spyscope ds ii was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however response was not received. The spyscope ds ii was not returned for analysis. The images from the literature record showed images of the device into the patient anatomy and a fluoroscopic image; however, there are no spy ds ii damages or issues shown in the images from the file. The device history records (DHR) review cannot be performed as no batch number was reported and ship history cannot be performed since the upn was not reported. A labeling review was performed using the information for use (IFU). It was confirmed that the adverse events of pancreatitis and cholangitis are anticipated in the IFU. There is no evidence that the device was used in a manner inconsistent with the labelled indications. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Boston scientific became aware of a events involving a spyscope ds through the article, early cholangioscopy-guided lithotripsy for clearance of biliary stones associated with narrow lower bile duct, by pankaj gupta, et al. Per the article, between september 2021and february2024, eighty-one patients underwent digital cholangioscopy and ehl utilizing the spyscope ds for the treatment of stones. Post procedures, two patients developed mild acute pancreatitis and one patient developed cholangitis, which were managed conservatively. Please see the referenced article for full details. Pankaj gupta, et al. (2025) early cholangioscopy-guided lithotripsy for clearance of biliary stones associated with narrow lower bile duct endosc int open 2025; 13: a25524629 doi 10.1055/a-2552-4629.